Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor after warm up. The sensor was inserted into the abdomen on (B)(6) 2021. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. Signal loss greater than one hour was observed in the data. The probable cause of the signal loss could not be determined. The reported event of a new sensor error after warm up is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.